Manufacturer narrative:
Insulin pump received with a constant pump error 63 and 53 alarm, problem isolated to the electronic assembly. Unable to verify pump error 4 alarm and perform the displacement test and self test due to constant pump error 63 and 53 alarm. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a multiple pump error alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.